Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that during surgery to implant the extension and implantable neurostimulator (ins) the patient had a cerebrovascular accident, so surgery was terminated. The healthcare provider (hcp) attributed the event to the microelectrodes as the patient developed neurologic symptoms during the microelectrode recording. It was later determined to be an ischemic stroke that was not in the area of the microelectrode recording. As a result of this event the patient had left side hemiplegia. The cause of the event was determined to be not device related. The patient was still recovering and his impairment was improving, but not yet fully.

Event description:
It was later determined that manufacturing report #3007566237-2014-02232 was related to this event. Please refer to it for any previous information. All new information will be reported via this report, #3007566237-2014-02269.